Event description:
It was reported that the patient presented into clinic for standard routine visit. Upon interrogating the device, non-sustained episodes of r wave oversensing due to crosstalk that inhibited pacing was observed. Programming changes were made and resolved the issue. Patient will continue to be seen on regular follow ups.